Event description:
It was reported that the lead was unable to get good placement during an implant attempt. The lead was not used and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. There was blood in/on the helix/lobe mechanism.